Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pump system was implanted without incidence. The pump had been placed in a sterile gentamicin+saline solution prior to implantation into the pump pocket site. The pump was used to deliver morphine (commercial, preservative free). The pt reported "very good" pain relief. Two weeks after implant, the skin over the pump and catheter became red and the pt experienced hyperthermia. A skin and pump pocket samples were taken and sent for microbiological analysis. Both samples were (B)(6). A (B)(6) was collected through the catheter access port and microbiological testing was negative. In order to prevent spread of infection, the pump was explanted. The pump was sent to the microbiological dept at the hospital and samples from both the pump surface and the pump reservoir were (B)(6). The pt was treated with antibiotics. It was noted that the only refill that had occurred was the initial intraoperative refill. Per the reporter, the center does not use the refill kit. The pt outcome was unk.